Event description:
It was reported that an unspecified elastomeric pump leaked from an unspecified location. The device was filled with 5-fluorouracil. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.